Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g3, g4, h4, h6, h11. MDR section codes updated/corrected: b. The reason for the post operative bone fracture cannot be conclusively determined but may be related to implant positioning, patient bone quality, a trauma, and/or another patient related condition. However, this cannot be confirmed based on the information provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-30-07 - equinoxe preserve stem 7mm: b166953. 322-36-00 - 145-deg pe 36mm hum liner +0: b315383. 322-10-00 - humeral adapter tray, +0: b260269. 320-31-36 - glenosphere, 36mm: b260746. 320-35-02 - small superior augment glenoid plate: b149115. 320-15-05 - eq rev locking screw: b182188. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial tsa (total shoulder arthroplasty) on the left side. Subsequently, they experienced a scapular fracture while trying to reach for their escaping dog. The pain increased and the x-ray showed some acromial callus. Patient is taking medication and using a sling. The devices remain implanted. No further information available.